Event description:
Bayer case number: (B)(4). Have lost my reproductive organs [medical device removal] it has created autoimmune diseases [autoimmune disorder]. Case narrative: this spontaneous case was reported by a consumer through social media and describes the occurrence of medical device removal ("have lost my reproductive organs") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced autoimmune disorder ("it has created autoimmune diseases") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of autoimmune disorder was unknown. The reporter considered autoimmune disorder and medical device removal to be related to essure administration. The reporter commented: it is hypocritical to set this challenge, when you have destroyed our lives. Because of #essure , I have lost my reproductive organs, it has created autoimmune diseases and you have the nerve to say, anything but normal . It is your responsibility for all this that has happened to thousands of women around the world and you have made us all invisible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Have lost my reproductive organs [medical device removal], it has created autoimmune diseases [autoimmune disorder]. Case narrative: this spontaneous case was reported by a consumer through social media and describes the occurrence of medical device removal ("have lost my reproductive organs") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced autoimmune disorder ("it has created autoimmune diseases") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of autoimmune disorder was unknown. The reporter considered autoimmune disorder and medical device removal to be related to essure administration. The reporter commented: it is hypocritical to set this challenge, when you have destroyed our lives. Because of #essure, I have lost my reproductive organs, it has created autoimmune diseases and you have the nerve to say, anything but normal. It is your responsibility for all this that has happened to thousands of women around the world and you have made us all invisible. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-jan-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.